Manufacturer narrative:
Pre-existing conditions: the end user requires use of chin controls and, therefore, presumably has no upper (or lower) extremity use. Background information: in commercial construction, parking lots should have "should slopes of 1 percent minimum and 5 percent maximum." Per u.s. General service administration on parking lots (retrieved 8-oct-2020 from https://www.gsa.gov/node/87139). Chair configuration, as ordered by numotion from sunrise medical, included a high performance (8mph) motor package, attendant controls, and a chin control. Attendant controls imply the necessity of an attendant to provide care to the end user at least on an occasional basis. This implies that the end user is not able to perform all activities of daily living on his own. Chin controls are used when an end user is unable to use a normal hand-control joystick which implies no upper extremity functionality. The 8mph motors provide extended range per a single battery charge and quicker responsiveness. All chairs are configured with "gates" that provide safety regarding speeds used for user profiles. These gates are set by sunrise medical based on the known user profile. In the case of this chair, for this user, the safety gate parameters were set at 40%. What this means is that the chair profile was set, from the factory, to operate at no more than 40% of the maximum speed. Due to the fact that the patient was a quadriplegic (presumed due to the request on the order for a chin control [vs. A standard hand control for use with persons that have functional upper limbs that have a maximum speed safety gate set at 93%]). Sunrise medical technical support confirmed that the chair was configured with a 40% gate from the factory. The quickie qm-710 user manual (mk-100158, rev g) lists the following relevant statements: page 8: to reduce the risk of a fall or tip-over: whenever a condition exists that may change the center of balance, reduce speed, proceed cautiously. When in doubt, always have someone help you. Page 9: r. Ramps, slopes & sidehills warning your center of balance changes when you are on a slope. Note - "slope" includes a ramp or side-hill. Your chair is less stable when it is at an angle. Never use this chair on a slope unless you are sure it is safe. When in doubt, have someone help you. Beware of: steep slopes. Do not use this chair on a slope steeper than 6%. (A 6% slope means: one foot in elevation for every ten feet of slope length). Wet or slippery surfaces (such as when ice, snow, water or oil film is present). A loss of traction may cause a fall or tip-over. A change in grade on a slope (or a lip, bump or depression). These may cause a fall or tip-over. A drop-off at the bottom of a slope. (A drop-off of as small as 3/4 inch (19 mm) can stop a front caster and cause the chair to tip forward). S/n (B)(4): ordered without positioning belt. Om page 12: the positioning belt is predominately used to support your posture. It can also be used to limit slipping and/or sliding that you might experience when the chair is in motion. The positioning belt is not a transit rated safety belt and should not be used in the place of a seat belt while being transported in a motor vehicle. Improper use of [or lack of] positioning belts may cause severe injury or death. Page 22: f. Performance control settings note- before attempting to check and/or adjust settings on your joystick, be sure to see your dealer or clinician and have them make the adjustments if needed. It is vital to match control settings to your level of function and ability. Consult your health care professional and your authorized dealer to select the best control settings for you. Check and adjust the settings every six to twelve months. Warning adjust the control settings immediately if you notice any change in your ability to: control the joystick. Avoid running into objects. Manufacturer's investigation: upon report of the incident, the dealer (numotion) sent a technical representative to the end user's home on 6-oct-2020 to examine the chair and to gather details regarding the incident. Upon inspection of the quickie qm710 wheelchair, the technician made note that there was no visible damage to the chair and no functional problems. The chair functioned perfectly. The end user adamantly insisted that the technician perform no changes on the chair settings. Upon examination, it was discovered that the safety gate profile was set to 93%. Sunrise medical has established a safety maximum for persons able to use a manual hand-control joystick to 93%. In this case, however, due to configuration with a chin control, this chair was sent from the factory with a maximum safety gate of 40% which is standard procedure for users with no upper body use and use of alternative controls (also includes chin controls). When the safety gate parameters were pointed out to the end user, he adamantly insisted that the technician perform no changes to the operating parameters. The end user claims that several people have made changes to the program over the years to get it to where it was. He seemed to indicate it was numotion that had made the adjustments for him. He also stated that he did not [want numotion's technician to] make any adjustments to the file as the user was insistent that nothing be changed and that he took years to get the speeds dialed in and did not want any changes made. Conclusion: based upon investigation and chair inspection, the root cause of the tip-over incident is most likely due to user tampering with the safety gates of the chair. Since the chair was being operated in a parking lot with a slope of 1-5%, it is possible that, combined with the unsafe speed settings from user tampering, the slope in the parking lot, and the end user's level of disability and ignoring of the warnings in the user manual; there was no malfunction of the chair. The conclusion is that there was no malfunction of the quickie qm710 chair and that the speed profiles had been tampered with by someone after delivery of the chair to numotion or by the end user. Therefore, the investigation is complete and no further follow-up will be performed.

Event description:
The end user was in a parking lot playing with his niece and was turning circles in a parking lot when his chair tipped over to the side. The fire department was called and the end user was transported to the emergency room. X-rays were taken, but he had no broken bones. He claims that he had a shoulder injury. The user suffered a head laceration requiring skin staples. Follow-up medical treatment consisted of physical therapy, orthopedics (no definition of what treatment, specifically), and removal of skin staples from the head laceration. Additional information received on 25-sep-2020 when sunrise medical representatives contacted the end user, he claims he was going medium speed in what he described as a "mild circle." He also went on to describe the circle "like going around a small car / maybe 12-ft. Round." He described a "dry, flat parking lot" with his (B)(6)-year-old niece who was riding bikes with friends when the incident occurred. The end user claims he had done approximately two circles and upon starting the third, he claims one wheel seemed to slow and the other seemed to speed up which resulted in the chair falling over.